Event description:
Rn called 12/2005 on behalf of dr stating patient had device change-out last week and device is being returned to biotronik. Doctor wants analysis of device that he says quit pacing with no eri indicator. Last follow-up was 7 weeks ago in 2005 with battery status ok and eri estimate 2 years 4 months. Dr office faxed tech services the last follow-up documentation but it did not include battery voltage and did not have battery and lead telemetry information. Tech services requested this information from the doctor's office.